Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: preoperative diagnoses: intervertebral collapse with spinal stenosis l5-s1, herniated pulposus left l5-s1, degenerative disc and joint disease l5-s1. Procedure(s): 1. Left transforaminal posterior interbody fusion l5-s1. 2. Right laminotomy, facetectomy and foraminotomy right l5-s1. 3. Inter disco implant cage l5-s1. 4. Pedicle screws l5-s1 bilateral. 5. Transverse process posterior fusion l5-s1 bilateral. 6. Neuro-muscular junctional physiologic nerve testing intraoperative of bilateral l5 and bilateral s1 roots. 7. Neuro junction muscular physiologic monitoring of l5,s1 and through s4 roots for three hours during operative procedure by operative surgeon. On (B)(6) 2006: preoperative diagnoses: (1) extruded herniation with sequestration c6-7. (2) spinal stenosis. (3) degenerative disk disease. (4) disk protrusion c4-5, c5-6. Procedure(s) performed: (1) anterior neural decompression c4-5, c5-6, c6-7. (2) anterior diskectomy with fusion c4-5, c5-6, c6-7. (3) anterior plate fixation c4-5, c5-6, c6-7. (4) anterior cage fixation c4-5, c5-6, c6-7. (5) intra-operative radiologic fluoroscopic evaluation of plate, implant position via c-arm it was reported a peek cage implant filled with cancellous autologous bone and bone morphogenetic protein was filled into the interdiscal space at c5-6, c6-7 and c4-5. Then, distraction traction and the pins were removed. Then, an anterior plate was affixed to the anterior body of c4, c5, c6 and c7 with two cancellous unicortical screws through the plate into the vertebral body at all four vertebral segments. Once this was accomplished the wound was copiously irrigated with normal saline and the intradiscal space was treated with hemoseal and floseal. Then the platysma was sutured by simple interlocking running stitch of4-0 vicryl, and the skin was closed by inverted interrupted simple sutures of 4 and 5-0 vicryl. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of intervertebral collapse with spinal stenosis l5-s1, herniated pulposus left l5-s1, degenerative disc and joint disease l5-s1 . The patient underwent following procedure due to this : left transforaminai posterior interbody fusion l5-s1; right laminotomy , facetectomy and foraminotomy right l5-s1; inter disco implant cage l5-s1; pedicle screws l5-s1 bilateral; transverse process posterior fusion l5-s1 bilateral; neuro-muscular junctionai physiologic nerve testing intraoperative of bilateral l5 and bilateral s1 roots; neuro junction muscular physiologic monitoring of l5-s1 and through s4 roots for three hours during operative procedure by operative surgeon. Per op notes,¿ .. Then the surgeon directed the 26 mm cannula to the posterior aspect of the mediai part of the transverse processes at l5 and s1 decorticating this area and placing bone morphogenic protein canceiious autogenous bone in this area. The surgeon put a 10 mm implant into the capsule system after we irrigated the disc space and then placed canceiious autogenous bone and bone morphogenic protein in the anterior third aspect of the l5-s1 disc space and then placed a capstone implant into the l5-s1 space. Directed the 26 mm tube to the medial posterior aspect of the l5-s1 transverse processes, decorticated the area mediaiiy and placed bone from bone morphogenic protein and cancellous autogenous bone in the area to accomplish completion of bilateral posterior fusion. Then inserted pedicie screws 6.5 screws into the pedicles on the left at l5 and s1, additionally made an incision proximal for insertion of the connecting rod, connecting rod compressed and locked securely removing the screw extenders. ¿ on (B)(6) 2006, the patient presented with pre-op diagnosis of : extruded herniation with sequestration c6-7; spinal stenosis; degenerative disk disease; disk protrusion c4-5, c5-6. The post op diagnosis of patient was : extruded herniation with sequestration c6-7; spinal stenosis; degenerative disk disease; disk protrusion c4-5, c5-6; left arm radiculopathy. The patient underwent following procedure: anterior neural decompression c4-5, c5-6, c6-7; anterior diskectomy with fusion c4-5, c5-6, c6-7; anterior plate fixation c4-5, c5-6, c6-7; anterior cage fixation c4-5, c5-6, c6-7; intra-operative radiologic floroscopic evaluation of plate, implant position via c-arm. Per op notes,¿.. Then, a peek cage implant fiiied with canceiious autologous bone and bone morphogenetic protein was fiiied into the interdiscal space at c5-6, c6-7 and c4-5.¿